Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A transeptal puncture was performed and an unspecified guide wire was placed in the left atrium and upper pulmonary vein. Then a watchman ® access system was advanced, but never entered the laa. At this time the patient¿s blood pressure started to drop, which may have been caused by a perforation which let to a pericardial effusion. A pericardiocentesis was performed. The patient was monitored for a couple of hours on the table and was then sent to holding. While in holding, the patient decompensated further; their blood pressure dropped. An attempt was made to withdraw fluid from the pericardium, but there was clot inside of the pericardial drain sheath. A pericardial window was cut to relieve the pressure. The patient is currently doing well and stable. There was no watchman device implanted